Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to ensure the pump was not connected to a power source and to press the button directly with support on the pump's bottom. The caller confirmed that the button then functioned as intended.